Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The motor tested okay and no motor error alarms or excessive no delivery alarms were noted.

Event description:
It was reported that the customer received a motor error while doing a bolus and five no delivery alarms prior to the call. Customer stated she had the pump while having a chest x-ray in (B)(6) 2014. Customer's blood glucose was 115 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.